Event description:
It was reported to boston scientific corporation that a captivator cold snare device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare has a delay when the technician opens and closes it, causing the snare to prematurely cut colon polyps before the physician is ready to remove them. The procedure was completed with another captivator cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a0510 captures the reportable event of the snare wire loop retracted suddenly. Block h10 related report number has been corrected.

Event description:
It was reported to boston scientific corporation that a captivator cold snare device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare has a delay when the technician opens and closes it, causing the snare to prematurely cut colon polyps before the physician is ready to remove them. The procedure was completed with another captivator cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block g2: medwatch#: (B)(4). Block h6: imdrf device code a0510 captures the reportable event of the snare wire loop retracted suddenly.